Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per the fsr, this unit was not being used clinically. The fsr presumed that the batteries were dead and was being proactive, he ordered new batteries. The fsr installed the new batteries and advised the customer that they need to charge the unit at least once every month. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was corroborated. The product surveillance technician (pst) received the batteries in severely discharged condition, indicative of improper maintenance. The low voltages indicate likely irreversible degradation of the batteries. No attempt was made to charge the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during the notice of field correction (nfc), the batteries were dead in the perfusion system. This system has not been used or plugged in for a long time (unit is rarely used). There was no patient involvement.